Manufacturer narrative:
H6: investigation summary bd had not received samples, but 9 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve recovery/ sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect placement of component on product. Bd determined that the root cause of the indicated failure mode was attributed to non patient end of the needle protruding the sleeve would be an incorrect placement of the hub during the cannula and hub assembly. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: exposed rubber needles lead to blood exposure.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0323062. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-11-18. Medical device lot #: 1007099. Medical device expiration date: 2025-12-31 . Device manufacture date: 2021-01-07. Medical device lot #: 0350898. Medical device expiration date: 2025-12-31. Device manufacture date: 2020-12-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: exposed rubber needles lead to blood exposure.

Event description:
It was reported when using the bd (B)(6) blood collection needle, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: exposed rubber needles lead to blood exposure.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0323062. Medical device expiration date: (B)(6) 2025. Device manufacture date: (B)(6) 2020. Medical device lot #: 1007099. Medical device expiration date: (B)(6) 2025. Device manufacture date: (B)(6) 2021. Medical device lot #: 0350898. Medical device expiration date: (B)(6) 2025. Device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.